Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that battery died quickly during insulin delivery, buttons were not working and also insulin pump had frozen display. The customer was declined troubleshooting for multiple pump error. Insulin pump will not return for analysis.